Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. No motor error alarm was noted and the motor passed the motor test. The displacement test functioned properly. The insulin pump was received with a cracked reservoir tube lip, scratches on the display window and a cracked reservoir tube .

Event description:
Customer reported a motor error alarm during a bolus delivery. The customer's blood glucose was 290 mg/dl. The customer stated he had worn his insulin pump while getting an x-ray a few months ago. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.